Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the introducer was leaking. There was significant back bleeding from the introducer valve. Insertion of the dilator did not correct this issue. The delivery tool would not go through the mount of the introducer. The introducer was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial introducer was returned and analyzed. Analysis indicated that the lead/accessory was mechanically kink. Visual analysis of the lead indicated damage during use. The analyst noted that the introducer was returned without the dilator. There was dried blood visible inside of the sideport with 3-way stop cock. The lead test was performed, no leaking was found. Visual inspection found the introducer was kinked at distance 16cm, and that related to the complaint of the delivery tool would not go through the introducer. If information is provided in the future, a supplemental report will be issued.